Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted into the patient on (B)(6), 2009. According to the complainant, the patient experienced pain, urinary problems, bowel problems, infections, vaginal scarring/shrinkage and pain with sexual intercourse. She was forced to return to her doctor several times because of these complications. All other information, including the patient's current condition, is unknown and reportedly unavailable.